Event description:
It was reported that the intra-aortic balloon became stuck in the sheath when the tip of the catheter was at the tip of the sheath. As a result, it was removed and replaced with a 40 cc iab. There were no reported patient complications.